Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a shaft break occurred. An agent dcb 2.75 x 30mm was selected for treatment of the target lesion, which was located in the distal left anterior descending artery (lad). When attempting to deploy the agent balloon, the shaft was broken. Multiple attempts were made to retrieve the balloon.

Manufacturer narrative:
E1 initial reporter address: (B)(6). The returned product consisted of the agent balloon catheter. A visual and microscopic analysis of the device did not reveal any issues or damages with the device. This product investigation is assigned the most probable cause classification of no problem detected as device analysis identified no issues.

Event description:
It was reported that a shaft break occurred. An agent dcb 2.75 x 30mm was selected for treatment of the target lesion, which was located in the distal left anterior descending artery (lad). When attempting to deploy the agent balloon, the shaft was broken. Multiple attempts were made to retrieve the balloon.